Event description:
A healthcare worker reported blurry vision following an intraocular lens (iol) implant surgery. The lens was removed in a separate procedure and replaced with another lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).